Event description:
It was reported that at implant the pulse generator did not pace at nominal programmed settings when the right ventricular lead was connected. The device was replaced and returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Complaint could not be confirmed. The reason for the reported pacing anomaly could not be determined. Normal electrical characteristics and device function were measured through all mechanical, electrical, and thermal stress tests.